Event description:
Caller alleged discrepant inratio inr results in comparison to the physician's point of care (poc) inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 2.5, physician's poc inr: 2.0. The time between testing was less than thirty mins. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.